Manufacturer narrative:
Additional information: d4. The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded tip of the device fractured off, rendering the device inoperable. The tip was not returned. The device was manufactured in 2004 and shows signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure the impactor broke while impacting femoral synergy stem. Everything was recovered. There was no harm to the patient or staff. No patient information is currently available. Smith & nephew back up available and used. The broken device is being returned to smith & nephew for replacement. At this time, no letter is required. Should this change, I will immediately notify smith & nephew so one can be provided to the customer.